Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that and company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, there was a scratch or mark on lens. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was patient not satisfied with scratch on lens. Additional information was received stating that, the prognosis of the patient was good and the symptoms of the patient is resolved. There is no patient harm.